Event description:
It was reported while using a cool path due ablation catheter, the irrigation port leaked. During a left atrial ablation procedure, the irrigation pump sounded an occlusion alarm and rf delivery was stopped. The physician noted the irrigation port of the catheter was partially detached from the handle and it was leaking saline. The catheter was replaced and the procedure was completed with no consequences to the pt.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation has been completed, a follow up report will be submitted.